Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: biolox 36 +5 head; unk_shc;unk, 0° f liner;unk_jr; unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to pain. An exeter stem, biolox head and poly liner were revised to a restoration modular stem construct with another ceramic head and poly liner. Rep reported that no further information will be released.